Manufacturer narrative:
Should additional relevant information come available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. A visual inspection was performed and no obvious physical defects could be identified by initial inspection. A functional test was performed observed a leak from the spike port cap at the base of the spike port tubing of both samples. The reported condition was verified on the returned samples. The cause of the condition could not be determined. This issue is being further investigated. One (1) device was not returned; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.